Event description:
Original (incorrect) alt result was sent to floor on a pt. After several pts were assayed with the same low results, controls were run on alt and also found to be low. Alt cartridge was replaced with another one of the same lot #. Controls were run and were satisfactory. Pt alt was rerun on slides from new cartridge and correct result was transmitted to the floor. No explanation or determination made of why the one alt cartridge produced erroneous alt results.